Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
A customer reported that their insulin cartridge leaked from the o-ring. There was no adverse impact on the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy.